Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The protection outter layer was damaged. It could be found that the damaged area was bend and a part of the outer shaver is missing. This damage is highly caused by the metal shaver blade i.e the metal shaver blade touched the outer during use. Damages like this occurs when either the shaver has been leveraged, causing the two parts to be pressed against each other or if too much force is applied to the rotating part, causing it to bend in the direction of the outer shaft. The root cause is probably due to unintended contact between protection outer and inner shaver blade during use which may have led to the metal splinters. There is no indication for a material defect or manufacturing problem. The event is filed under internal karl storz complaint ID ((B)(4)).

Manufacturer narrative:
Device evaluation is pending.

Event description:
As per an aer received by the factory in (B)(4): the tissue protection was partially milled away from the inner blade. This resulted in numerous metal splinters, which the surgeon was able to remove with another shaver blade.